Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive or slow to wake, including on a replacement unit, consistent with a key or button not working and involving the switch component. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to characterize any impact on health. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed indications consistent with an electrical problem related to the switch component and a key/button unresponsive condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.